Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0874 inches. The pump failed the force sensor test. Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Pump delivered 136 bolus deliveries on the event date of 11/01/2025 at 00:06:05.000 to 23:51:11.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications [23.285 mv]. The following were also noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Unable to verify customer¿s complaint for low bg¿s. Drive/motor anomaly was confirmed during testing due to a motor failure, problem isolated to the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported low blood glucose and the smartguard was warming up. Also, the customer reported the pump was malfunctioning. The customer reported a blood glucose value of 67 mg/dl. The customer reported hypoglycemia was treated with the glucose/carb intake. The event involved products mmt-7040a, mmt-1884, mmt-242a, and mmt-332a. Troubleshooting was not performed for low blood glucose, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-7040a, mmt-242a, and mmt-332a. The product was returned for the analysis mmt-1884.